Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 28 mg/dl. The customer treated with juice and food. The customer declined troubleshooting for low blood glucose. The insulin pump was not dropped or bumped or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The display did return after cleaning the battery and inserting a new battery and the insulin pump passed the self test. The insulin pump was not replaced or returned for analysis.